Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic trial laparotomy, at the time of lapro suturing, the needle came off the thread, and the needle fell into the patient's cavity. It was noted that the surgeon was not using a pair of scissors. A new suture was used to resolve the issue.

Event description:
According to the reporter, during a laparoscopic trial laparotomy procedure, at the time of lapro suturing, the needle came off the thread, and the needle fell into the patient's cavity but was recovered with forceps under arthroscopic vision. It was noted that the surgeon was not using a pair of scissors. A new suture was used to resolve the issue.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the opened samples noted one suture and one needle. The needle was received broken at the swage and the suture was still attached to the broken swage. Upon microscopic inspection, instrument marks were observed near the break site. Functional testing found that the opened complaint device was precluded as the needle was returned broken. It was reported that the needle detached and the component disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.